Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the second inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another xxl esophageal balloon catheter. No patient complications were reported.